Manufacturer narrative:
The probable root cause is attributed to a calibration issue with the ergonomic force sensor. This issue can be resolved by fse service of the system to perform calibration.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse initially was going to replace the mceb, but was advised to perform an ergo force sensor calibration instead. The calibration was performed and completed successfully. Following calibration, the system performed as intended with no further ergonomic errors reported during the visit. System was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the ergonomic controls for the first console viewer were not working, so the surgeon used the second console instead. A technical support engineer reviewed the system logs and found an error indicating a fault from the left force sensor on the first console. The procedure was completed with no reported injury.